Event description:
In (B)(6), 2011, the patient underwent a CABG and the sternum was closed with sternal locking plates. Follow-up x-ray taken on an unknown date showed the plates and screws pulling off the bone. It was reported the patient had a severe infection and very poor bone quality. The patient is (B)(6), a double leg amputee, weighs approximately (B)(6) and is a correctional facility inmate. The patient was returned to the operating room on (B)(6) 2011 for removal of hardware. Due to patient's poor condition, new plates and screws were not placed. Surgeon may do a flap instead. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.